Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR 2247858-2019-00002. Device 2 is being reported under MDR 2247858-2019-00003. Device 3 is being reported under MDR 2247858-2019-00004. Device 4 is being reported under MDR 2247858-2019-00005. Device 5 is being reported under MDR 2247858-2019-00006.

Event description:
"Initial implants performed on (B)(6) 2018: the physicians (dr (B)(6)) determined the device sizes to be implanted into the patient. The number of devices used was due to the fact that a knickerbocker technique was performed. All devices were implanted successfully. A late blush of unknown origin was seen in the last angiogram. The physicians decided that the best course of action was to stop at that point and continue to monitor and watch the patient to see if it resolved on its own. Event on (B)(6) 2018: patient presented to the (B)(6) medical center with CT that revealed presence of contrast in dissected aorta and aneurysm secondary to dissection. Medical history revealed implantation of multiple terumo aortic relay stent grafts implanted at (B)(6) hop center in (B)(6) demographic. (B)(6) rep contacted by me for verbal history where it was explained the initial procedure involved implantation of five relay plus endografts. Patient was brought to (B)(6) medical center operating room for diagnostic evaluation and endovascular treatment of endoleak(s) of unknown origin. Diagnostic imaging revealed, as described by physician: type ia endoleak, type ii endoleak, type iii endoleak (proximal overlap site), type ib endoleak, compromised endograft lumen at proximal overlap site." Patient outcome: "after initial procedure performed on (B)(6) 2018: per the physicians, the patient did well during and after the case and was discharged from the hospital. After event on (B)(6) 2018: treatment included implantation of four additional endografts that addressed all complaints except type ib endoleak, which could not safely/effectively be treated by implantation of an additional thoracic stent-graft. Below is a list of the four relay thoracic stent-grafts devices implanted on (B)(6) 2018. Catalog number: 28-m334100342390u, lot number: 189820030; catalog number: 28-m334200342490u, lot number: 180817057; catalog number: 28-m340145402590u, lot number: 160817059; catalog number: 28-m346155462690u, lot number: 180123210; the patient remains admitted at the (B)(6) hospital, with the solution to the ib leak still undecided at this time."

Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR 2247858-2019-00002. Device 2 is being reported under MDR 2247858-2019-00003. Device 3 is being reported under MDR 2247858-2019-00004. Device 4 is being reported under MDR 2247858-2019-00005. Device 5 is being reported under MDR 2247858-2019-00006.

Event description:
"Initial implants performed on (B)(6) 2018: the physicians ((B)(6)) determined the device sizes to be implanted into the patient. The number of devices used was due to the fact that a knickerbocker technique was performed. All devices were implanted successfully. A late blush of unknown origin was seen in the last angiogram. The physicians decided that the best course of action was to stop at that point and continue to monitor and watch the patient to see if it resolved on its own. Event on (B)(6) 2018: patient presented to the university of maryland medical center with CT that revealed presence of contrast in dissected aorta and aneurysm secondary to dissection. Medical history revealed implantation of multiple terumo aortic relay stent grafts implanted at washington hop center in greater dc demographic. Dc rep contacted by me for verbal history where it was explained the initial procedure involved implantation of five relay plus endografts. Patient was brought to university of maryland medical center operating room for diagnostic evaluation and endovascular treatment of endoleak(s) of unknown origin. Diagnostic imaging revealed, as described by physician: - type ia endoleak - type ii endoleak - type iii endoleak (proximal overlap site) - type ib endoleak - compromised endograft lumen at proximal overlap site". Patient outcome: "after initial procedure performed on 08/28/2018: per the physicians the patient did well during and after the case and was discharged from the hospital. After event on (B)(6) 2018: treatment included implantation of four additional endografts that addressed all complaints except type ib endoleak, which could not safely/effectively be treated by implantation of an additional thoracic stent-graft. Below is a list of the four relay thoracic stent-grafts devices implanted on december 13, 2018. Catalog number ; 28-m334100342390u lot number; 189820030 catalog number ; 28-m334200342490u lot number; 180817057 catalog number ; 28-m340145402590u lot number; 160817059 catalog number ; 28-m346155462690u lot number; 180123210. The patient remains admitted at the university of maryland hospital, with the solution to the ib leak still undecided at this time."